Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. In addition, the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handpiece didn&#38176;worked properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported